Event description:
We were using a new drager apollo anesthesia machine. At the end of the operation, we switched from mechanical ventilation to spontaneous ventilation, we were unable to ventilate the patient. The system could not be pressurized. We finished the anesthetic with an emergency oxygen cylinder. Upon investigation, we found that the gas sampling line had become wedged under the apl valve, preventing the apl valve from closing.